Event description:
The caller reported that the cartridge was not fitting properly on the pump because it was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level. The technical support instructed the caller to remove an o-ring from the pneumatic tap and clean the area, after which the customer successfully reloaded the original cartridge and resumed insulin therapy.